Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator. The system operates as intended.

Event description:
The customer reported the collimator was not working. No patient injury was reported.